Event description:
A hospital reported to our distributor that the cushion of the rt040m full face mask pulls away from the frame during normal operation. The report stated that this occurred with non-combative pts. The staff reported that it was too cumbersome to re-assemble the cushion of the rt040m full face mask back onto the frame. The staff proceeded to use "another mask". The disassembly of the cushion of the rt040m full face mask from the frame was also reported to cause leakage. No pt injury was reported. We are uncertain if the other mask was the rt040m full face mask, another co healthcare product, or another mask from a different manufacturer.

Manufacturer narrative:
Method: the complaint device was not returned and no lot number was provided. Results: one potential contributing factor may be due to improper fitting of the rt040 full face mask onto the pt. The rt040 mask is new to the market and many users are in the process of converting from an existing competitors mask to the rt040, and may not be familiar with the sizing and fitting of this new mask. Conclusions: co marketing is actively developing an improved in-service program to address the potential for improper fitting. This program will be implemented shortly. We have received similar complaints and we are currently trending this at an occurrence rate of less than 0.014%.